Event description:
A patient reported blood glucose results of "49 mg/dl, 165 mg/dl, and 146 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution test are being replaced.